Event description:
Medical affairs spoke to the pt in 2004 and obtained/verified the following info from the pt. They were just leaving for a plane flight so they were unable to provide much more info. Pt called lfs in 2004 alleging the test strips were peeling while attempting to test. The pt reported no high or low blood glucose symptoms at the time of testing. They went to the hosp a while ago and could not remember if they tried testing on their meter nor could they remember any test results at the hosp. The physician told them that their blood sugar was high. They received treatment at the hosp. The pt orginally had been treated with glucose, however this conflicts with the diagnosis in the hosp. They were also treated for anxiety, given pills to relax and sleep. The issue with the test strips was not resolved with troubleshooting. The meter and test strips were both replaced for the pt. No further info has been reported. The case is being reported as a strip malfunction due to the peeling strips.